Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced sharp metal edges. There was no patient involvement.

Manufacturer narrative:
Upon further investigation of 2 of the devices; 1 was determined to be experiencing sharp plastic edges, and 1 was determined to be experiencing steer lock cannot be engaged, which are not reportable issues. The count of events has been corrected to reflect this.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced sharp metal edges. There was no patient involvement.